Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, hypotension, myocardial infarction and thrombosis, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received, indicating that the patient remained hospitalized from (B)(6) 2015. During the hospitalization, the patient suffered a stroke and was placed on mechanical ventilation. He went into renal failure and was placed on renal replacement therapy. The patient had an infection and became hypoxic on ventilation, requiring manually bagging. Pulseless electrical activity/asystolic arrest occured and cardiopulmonary resuscitation was required. The patient's family remained at the patient's bedside, and after discussion, resuscitation efforts were stopped. The patient died on (B)(6) 2015. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient remained intubated and sedated and was transferred to the operating room for extracorporeal membrane oxygenation (ECMO) therapy to help his heart recover. No additional information was provided. Concomitant medical products: concomitant devices: dilatation catheter: emerge. Stents: resolute integrity (x7), promus premier. Guide catheter: runway, mach 1. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient, a poor surgical candidate, underwent a planned coronary intervention. The right coronary artery (rca) was then treated with stents and ballooning. A 4 mm stent was deployed at the aortic cusp to cover a dissection. Post-dilatation was performed, and the patient developed sudden onset of chest pain. Angiography noted mid-vessel coronary perforation from post-dilatation and the 4.0 x 16 mm graftmaster stent was deployed in the proximal rca. The patient was noted to be blue and had collapsed. A code was called and the patient was intubated. Pericardiocentesis was performed and 150 ml of blood was removed. Angiography was performed and noted abrupt occlusion of the artery, possibly due to clotting from the balloon tamponade of the rca. The patient was bradycardic and a temporary transvenous pacemaker was placed. The patient was also noted to be hypotensive, either due to the blood clotting or abrupt vessel closure. Angioplasty was performed throughout the artery and some blood flow improvement was noted. Aspiration thrombectomy was performed and no significant improvement was noted. Additional balloon dilatation was performed in the distal posterior descending artery (pda) and flow was noted. A small distal dissection was noted in the pda. The patient remained hypotensive. Cardiac surgery was consulted. Hypotension was felt to be due to acute infarction and the patient needed temporary left ventricular assist device (lvad) support. The patient was placed on pressor therapy and required intermittent boluses of epinephrine and levophed infusions to maintain blood pressure.